Event description:
The customer received a blood glucose reading of 71mg/dl on the contour meter, re-tested on the contour ts meter and the reading was 119mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Customer has no strips left. Product was not replaced.